Event description:
Patient reports receiving an infection and bruised fingers due to the livongo lancing device and lancets. The patient went to the doctor and was informed to stop using the lancing device due to the lancets. The patient also reported that some of their lancets were dull and a few were missing a needle.